Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a patient had impedances of greater than 10,000 ohms. It was stated that a patient had their implantable neurostimulator (ins) "changed out" the previous day. It was stated that there were issues with impedances. It was stated that they removed the lead, wiped it and re-inserted it "about five times". It was stated that "the contacts every differently everything they remove, wipe, re-insert". It was not clear exactly what that meant. It was reported that "everything they done that it had gotten worse". It was stated that prior to the operation the impedances were tested and they were "normal". It was noted that during the operation they tested the lead via multi-lead-trialing cable (mltc) and that also showed normal impedances. It was stated that toward the end of "wipe and re-insert" only contacts 0 and 1 were showing normal impedances. It was stated that the physician decided to use another device and all impedances were within normal limits on the first try. Additional information received reported that multiple times the electrodes were tested and the impedances were greater than 10,000 ohms each time. It was noted that each time the impedances were checked the contacts that had been greater than 10,000 ohms changed. It was noted that during the last check, all contacts except 0 and 1 were greater than 10,000 ohms. The lead was tested with the mltc to rule out the wires and confirm it was the battery. Using the mtlc all of the impedances were within range. The lead was plugged back into the ins and all contacts except 0 and 1 were greater than 10,000 ohms. It was reported that there were no issues for the patient. She was receiving "excellent" stimulation. Additionally it was noted that the patient was "doing great".